Manufacturer narrative:
Incidental findings: damage ¿ flow pcb. Manufacturer's investigation conclusion: the reported event of an s2 error code being displayed on the centrimag console was unable to be confirmed. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 26jan2024. A log file was downloaded from the console that showed events spanning approximately 3 days (25dec2023 ¿ 27dec2023, 17jan2024 per time stamp). Events occurring on 17jan2024 took place during lab testing at abbott. The log file did not contain any alarms consistent with the reported event. The console and returned flow probe (serial number: (B)(6)) were connected to a test loop. The console booted up as expected and was able to operate a mock loop for an extended duration without an s2 alarm becoming active. Preventive maintenance was performed, and the console was returned to the customer. Multiple good faith efforts were sent asking for confirmation of patient involvement with this event, if the cause of the system fault alarms was identified, if the system fault alarms resolved, and if the reported issue was found during the set-up of the centrimag. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s2, f2, and f3 alarms. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console displayed s2 error code system fault (run-time system failure). Related manufacturer reference number: 3003306248 2024 00010 (centrimag motor).